Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01916 and 01917) submitted for devices related to the same event.

Event description:
It was reported that the controller and battery creates power switching. The controller and battery were exchanged and tested by the engineer. No additional information provided.

Manufacturer narrative:
The controller and battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analyses of the controller, (B)(4) and battery, (B)(4) revealed that the units met specifications; the devices pass visual and functional testing. Review of the alarm files revealed a critical battery alarm was logged by (B)(4) which recorded a relative state of charge (rsoc) of 198 indicative of a communication error. Analyses of the data file indicated one power switching event was triggered by a momentary disconnection of (B)(4), as evident of a 204 rsoc recorded value. (B)(4) was not returned as part of this complaint and therefore was not analyzed. The most likely root cause of the power switching event is most likely due to a momentary disconnection of (B)(4). The controller involved in this complaint has the smr upgrade. This is one of two reports (3007042319-2016-01916 and 01917) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4) and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving (B)(4). Analysis of the data log files also revealed a critical battery alarm due to a communication error involving (B)(4). The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and (B)(4). Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. One battery (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the (B)(4) could not be performed since the device was not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01916 and 3007042319-2016-01917) submitted for devices related to the same event.